Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that after pre-filling, the gas could not be drawn out from the unit. The customer indicated that there was no medical or surgical intervention needed no extension of patient hospitalization and no other patient injury associated to this event.